Event description:
The customer reported a "stator not on" error. This error will cause the system to lose functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was tested and found to be working as intended and returned to service.